Event description:
It was reported to nova biomedical that a consumer received a result of 491 mg/dl on their blood glucose meter. The consumer administered 10 units of insulin based on that result. Subsequently while at her (B)(6), the consumer experienced a hypoglycemic event which did not require medical intervention. She needed emergent food to help raise her blood glucose level. Upon returning home, the consumer did several more tests with the test strips in question and found all the readings were higher than expected. The consumer then opened a new vial of nova max test stirps and did add'l testing and found the results are more how she felt. During the call to customer support, the consumer admitted that she does not run regular control solution tests on her test strips for integrity before use as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. Meter and test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.